Manufacturer narrative:
The distributor reported that following a drop, the AED displayed a persistent service code. Based on the error, the device was recommended to be removed from service and returned for evaluation. Upon receipt, bench testing was conducted, which confirmed the AED was unable to detect the electorde pads and deliver a shock. Further investigation identified a damage to the inductor consistent with the device sustaining damage attributed to the device experiencing a drop or significant impact. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported their AED will not speak, it's asi is flashing red, and the unit is displaying a service code. They reported that this did not occur during patient use.